Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the femoral component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain.